Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the diagnostic neurovascular procedure was performed when the issue happened. The procedure was completed by moving the patient to another lab. The philips remote service engineer (rse) remotely analysed the system and found the reported malfunction. After reviewing log, it found table tilt mismatch that causing issues to 3-d scans. On onsite visit, fse indicated that the system exhibited sporadic tilt mismatch errors, despite undergoing multiple calibrations. To resolve the problem, fse replaced table tilt pot assembly and calibrated and return the part for further analysis, but failure was not confirmed. After replacement of table tilt pot assembly, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to perform 3d rotational geometry movements. No harm was reported to philips. Philips has started an investigation of this complaint.